Event description:
The sales rep reported that the valve was not working. The patient had a valve implanted and was having low pressure headaches. The doctor attempted to reprogram the device but was unsuccessful. As a result, the device was revised. The patient is fine.

Manufacturer narrative:
Follow up is being filed as report was not checked for serious injury.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that biological debris appears to be the root cause for the problem reported by the customer. The device failed the programming test and an occlusion was found during the irrigation test. It was also noted that the silicone housing was torn, but it is not clear if this occurred during the implant or the explant of the device. A review of the device history records could not be conducted as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
A follow up is being filed to change the nature of the event from a malfunction to a serious injury as the device was revised.